Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 567 mg/dl at time of incident. Customer was bolus and then shortly after get a no delivery alarm and then their blood glucose rise so they had to change everything out. Customer was reporting a past event. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. Customer did not troubleshooting for high blood glucose. The devices will not be returned for analysis.